Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported finding safe-t-pro plus lancet devices disassembled in the box such that the needles were exposed. No adverse event reported. A request was made for the return of the remaining lancets.